Event description:
The customer reported to olympus the subject device had a burning smell during the middle of a therapeutic cystoscopy, left ureteroscopy, laser lithotripsy, stone basket retrieval, stone basket extraction, left stent exchange, and right stent removal. The physician was lasering a ureteral calculi at the time of the burning smell. The soltive generator was inspected prior to the procedure and no issues were identified. The intended procedure was completed with a non-olympus laser. There was no procedural delay.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the reported event. Housing damaged front panel from side and damaged blast shield. Unit has up to date software version 2.1 and factory procedures 5.0. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.